Event description:
It was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the customer was able to access the pump features. Blood glucose was 250 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy and also had manual injections available.